Event description:
Additional information was received indicating that surgery to replace the patient's generator has occurred. The explanted generator has been returned and undergone analysis. The generator performed to specifications and no anomalies were found.

Event description:
It was reported via clinic notes received dated (B)(6) 2011 that the patient was experiencing more frequent breakthrough seizures after being seizure free for almost 3 years. The physician indicated that the vns battery may be nearing end of service; however, diagnostics were normal and did not indicate the generator was near end of service. The notes state that the patient is still experiencing intermittent hoarseness with stimulation indicating the patient is still feeling stimulation. After 1 seizure that resulted in a fall, it was noted that the left side of the patient's chest appeared more swollen and the patient's wife expressed concern that the generator may have shifted position. The physician stated that there was a possibility that the reduction of the pulse width from a previous visit may be a contributing factor. Attempts for further information have been unsuccessful to date. Surgery to replace the patient's generator is likely.